Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the monitor fell due to the monitor arm brackets. There were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: monitor fell from the brackets of a monitor arm. Additional information received from the rep indicated that the device was a non-stryker product; therefore the reported failure cannot be confirmed. MDR was initially submitted as a reportable event. However, additional information confirmed that the alledged device was a non-stryker product. Therefore, supp is not needed.

Event description:
It was reported that the monitor fell due to the monitor arm brackets. There were no adverse consequences and the procedure was completed successfully.